Event description:
As reported to coloplast though not verified, pt was implanted with aris and restorelle y mesh. Later the pt experienced mesh erosion tender with palpation, menorrhagia and dyspareunia. A cystoscopy with excision of vaginal mesh were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.